Manufacturer narrative:
Engineering reported, "a mini port body, catheter lock and silicone catheter (52 cm) were returned. The parts were dimensionally characterized and found to be within manufacturing specification. Visual inspection did not reveal any damage to the port body or catheter lock. The catheter did not show any signs inherent of a proper connection with the outlet tube." Engineering stated, "there is no evidence that the catheter was advanced over the ring of the outlet tube before the catheter lock was advanced. This is not the proper method of assembling the vital-port system and can result in a catheter disconnect." "It is suggested that the user review, the suggested instructions for use, that is supplied with the device and review "section assembly" along with figures 6 and 7. None".

Event description:
Cook (B)(6) reported for the customer, "catheter disconnected from the port chamber and fell into the patient." Per complaint form: "catheter disconnected from port chamber about two months after implantation. Catheter has to be removed from heart." Catheter migrated to the heart and was retrieved from there. Additional procedures: retrieval of the catheter and implantation of a new port. No adverse effects on the patient were reported.